Event description:
The event of rupture was confirmed to not have occurred.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Health care professional reported reduced breasts density, breasts swelling, periodic breasts pain, treatment provided due to suspected rupture. This relates to the left side. Device has been explanted and replaced with a non allergan device.